Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer noted that the screw/bolt from the jaws of the prograsp forceps broke off. A fragment fell inside the patient and was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a grip pin missing from the grips. The root cause was attributed to manufacturing. Additionally, the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of the frayed distal instrument grip cables is attributed to a component failure. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of (B)(6) 2022 on system sk3427. The prograsp forceps had 15 use remaining after the last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure a screw from the jaws of the prograsp forceps reported fell inside the patient and was retrieved. Failure analysis confirmed the instrument's grip pin was missing. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.